Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on 8/5/2018. Device evaluation summary: the deflation of a ce med height te 650cc tissue expander was reported. Upon receipt by mentor, the device returned without fluid. Brown material was observed within the device and on the shell surface. The product evaluation team discovered two rents at the patch junction. Microscopic examination of the edges of the rents gave no indications as to cause. Also, an area of siltex cracking was noticed on the posterior aspect. No other anomalies were discovered. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the rtv shell of siltex breast implants. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no device history record (DHR) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
The deflation of an unknown mentor tissue expander was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. There is no information about the patient or procedure. If more information is made available in the future, it will be submitted in a supplemental report.

Manufacturer narrative:
Additional information was received with the field experience report on 7/12/2018. The event date, explant date, patient age, patient identifier, and date of birth were obtained. The mentor failure analysis lab received the device for evaluation on 7/18/2018. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. On 7/26/2018 the lot number of the product was obtained through the investigation of the returned product. With this information mentor was able to identify the returned product as a ce med height te 650cc tissue expander. The device history record ( DHR) of lot number 6987827 was reviewed on 8/1/2018 and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).